Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms besides stress. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 59 mg/dl and 63 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms besides stress. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 59 mg/dl and 63 mg/dl. Verified storage of product is within instructed spec since they are kept in living room. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1: 61 mg/dl, (B)(6) 2015, 07:57 pm, fasting: yes; 2: lo, (B)(6) 2015, 07:48 am, fasting: yes; 3: 135 mg/dl, (B)(6) 2015, 08:54 pm, fasting: yes; 4: 171 mg/dl, (B)(6) 2015, 06:54 pm, fasting: no; 5: 33 mg/dl, (B)(6) 2015, 06:53 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).